Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 22.5 mmol/l (405 mg/dl) while wearing the pod between 36 and 48 hours. During use, the pod was leaking insulin, causing the adhesive to become wet and not be secure on the patient's skin prompting its removal. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.